Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported alarms and pump stop events were confirmed through evaluation of the submitted log file, a specific cause could not be conclusively determined through evaluation of the returned portion of the driveline. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue. Evaluation of the driveline did not reveal any damage to the outer silicone jacket or underlying bionate layer. Electrical continuity testing did not reveal any signs of discontinuity or shorts. No areas of breakdown of the metal shield were observed. Evaluation of the wires found no signs of insulation breaches. The driveline was submerged in a saline bath for high potential testing to check for any current leakage through the wire insulation. No breaches were found. The evaluation did not reveal any issues that would have contributed to the events captured in the log file, however, the driveline was not entirely returned. The patient continued to be on heartmate ii, (B)(4). The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient continued to experience low flow and low speed alarms when connected to the power module. The manufacturer's technical service representative reviewed the log file and confirmed low speed hazard and pump stops while connected to power module or mobile power unit. The patient elected to not undergo pump exchange and was discharged with ungrounded patient cable.

Manufacturer narrative:
Approximate age of device- 1 year and 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient observed having low flow, low speed advisory, and pump stop alarms while sleeping on mobile power unit (mpu). The patient denies any trauma to driveline and has no visible damage to the driveline. Submitted log file captured speed drops below the low speed limit and pump stops on (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019. This type of behavior has been linked to potential issues with the percutaneous lead and only appear to be occurring while the vad is connected to the mpu. Percutaneous lead x-rays submitted were unremarkable. A distal end driveline repair was performed on (B)(6) 2019. 2.5 inches from the exit site was replaced. Post repair tethered patient on grounded patient cable without issue. No additional information was provided.